Manufacturer narrative:
There was no patient involvement. Sorin group (B)(4) manufactures the s5 roller pump. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). A sorin group field service was dispatched to the facility to investigate. The service representative was unable to reproduce the reported issue. The motor control and processor board were replaced as a precaution and subsequent testing did not identify any faults. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that the s5 roller pump displayed an error message during priming. The system was rebooted to resolve the issue. There was no patient injury.